Manufacturer narrative:
Batch review performed on 16 march 2023. Lot 2115613: (B)(4) items manufactured and released on 11-march-2022. Expiration date: 2027-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional involved implant: batch review performed on 16 march 2023 on reverse shoulder system 04.01.0171 glenosphere 42xø24.5 (k170452) lot. 183802. Lot 183802: (B)(4) items manufactured and released on 13-feb-2019. Expiration date: 2024-01-30. No anomalies found related to the problem. To date, 82 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had a primary shoulder surgery on (B)(6) 2023. On (B)(6) 2023, the patient came in reporting instability and the cause is unknown. The surgeon revised the liner with a thicker one and the surgery was completed successfully. Presently, on (B)(6) 2023, the patient came reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the liner and glenosphere and the surgery was completed successfully.